Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 503 mg/dl. The mother stated that the customer was vomiting and spilling ketones prior to the event. The mother was unable to troubleshoot the insulin pump during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.